Event description:
Procedure: prostatectomy. According to the reporter: distal tip of trocar fractured and fragment of the trocar had to be retrieved from patients sub-q. Fragment of the trocar&#39;s distal tip was retrieved from patient&#39;s tissue, delaying the case up to 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).